Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the instrument had the conductor wire dislodged from the connector pin, on the energy instrument identification board, inside the housing on the proximal end. The instrument failed the electrical continuity test. The conductor wire length measured 68.84 mm which is shorter than the manufacturing specifications. A short conductor wire pulls the slack and causes tension in the wire, which can contribute to the conductor wire getting pulled and dislodged from the connector pin. The conductor wire was reinserted on the connector pin, and it passed the electrical continuity test. Additional observation(s) reported by site: the instrument was found to have a dislodged grip cable crimp. The instrument was found to have the cable crimp outside of its original position. It was not seated inside of the grips. As a result, the instrument failed intuitive motion and the grips were unable to open and close properly. Imprecise motion was observed. Common causes of dislodged-proximal conductor wire - bipolar is attributed to the manufacturing process. If the conductor wire is shorter than the specification it can get dislodged from the pin on the instruments energy identification board, located inside the housing at the proximal end of the instrument as the instrument gets used over time. Root cause is attributed to component susceptibility to damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.